Manufacturer narrative:
E1: initial reporter address: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a scratch or cut/tiny hole in a homechoice cassette. This was identified before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the actual sample was received for evaluation. A visual inspection was performed with the naked eye which observed scratches/cuts on the surface of the patient line tubing. The scratches/cuts were less than 0.6mm2, which is within the acceptable range of the manufacturing specifications. Functional tests were performed on the sample which included leak, clear passage, and clamp function tests with no issues and no leaks observed. The issue was cosmetic in nature and did not affect the functionality of the set. Therefore, the reported condition was not verified. The condition was caused by the tubing gripper during the manufacturing process, however, the sample met specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.